Event description:
It was reported to the aci sales professional that a patient underwent an interventional procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician experienced a "balloon rupture'> the aci sales professional stated that limited information was provided to him, and no further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.